Manufacturer narrative:
Age: 61.4±11.7. Gender: men / women: 22 / 4. Date of event: (B)(6) 2021. Implant date: the exact date of implant is unknown, but the best estimate of the date of surgery is (B)(6) 2012-(B)(6) 2015. Explant date: not applicable, as there is no indication that the device was explanted. The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: maeda, m., ueki, m., sugiyama, t., kohmoto, r., nemoto, e., kojima, s., & ikeda, t. (2022). Three-year outcomes of pars plana ahmed and baerveldt glaucoma implantations for neovascular glaucoma in japanese eyes. Journal of glaucoma, 31(6), 462¿467. Https://doi.org/10.1097/ijg.0000000000001953. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: three-year outcomes of pars plana ahmed and baerveldt glaucoma implantations for neovascular glaucoma in japanese eyes. A retrospective study was done to report 3-year outcomes of pars plana ahmed and baerveldt glaucoma implantation for neovascular glaucoma in japanese eyes. A total 41 eyes of 39 patients were included in this study who underwent tube shunt implantation via the pars plana and divided into two groups: baerveldt glaucoma implant (bgi group: n=26 eyes) or ahmed glaucoma valve (agv group: n=15 eyes). In bgi group, elevated iop (iop >30 mmhg within 6 months) (n=7), choroidal hemorrhage that developed into proliferative vitreoretinopathy (n=1), eye lost light perception (n=1), exposure of suture (n=1), vitreous hemorrhage (n=2), and re-proliferation (n=1). For the early postoperative elevated iop, it was possible to control this with the use of antiglaucoma medication or digital compression treatment. For the choroidal hemorrhage that developed into proliferative vitreoretinopathy, the patient refused to undergo any additional procedure. Also, an additional procedure was done for the removal of the exposed suture. There are no indications in the article of any interventions provided for the rest of the events.

Manufacturer narrative:
Corrected data: in the report submitted july 12, 2022 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030817. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.